Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 321 mg/dl. Customer has treated with manual injection. The blood glucose reading at the time of the event was 587 mg/dl. Customer experience nausea, tired and weakness. Diagnosed diabetic ketoacidosis. During troubleshooting, manual prime is correct. Insulin exited the tubing. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.